Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that the patient said, they can't get the recharger to charge. The issue started about 4 days ago. At first, they thought it was the cord, so they switched out the cords and outlets. The green light goes from bottom to top on the battery section, but it won't turn on at all, even when it is plugged in. On the call, had patient do a hard reset of the recharging device in the dock. The battery light kept scrolling and then when take recharger out of the dock the lights go out. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial#: (B)(6), product type: multiple therapy, product ID: wr9220, serial#: (B)(6), implanted: (B)(6) 2021, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.